Manufacturer narrative:
During inspection of the device, the technician found that the snap ring had come out of place due to the improper placement. A review of the device's service history shows that the light system was installed on (B)(6) 2019 and the snap ring was inspected at that time. No other servicing activity was performed by trumpf medical. The root cause of the snap ring displacement could not be determined. The snap ring was replaced and the device is functioning as designed. No harm or injury to patient or caregivers was reported. Based on this information, no further action is required.

Event description:
The spring arm of a trumpf medical surgical light began to separate from the central axis. No patient or caregiver injury was reported.